Event description:
The report indicated that the customer's bg levels fluctuated significantly within a nine hour period, beginning with a low bg reading of 43mg/dl, up to a high reading of 254mg/dl within four hours, then greater than 500mg/dl four hours later. The increase in bg levels occurred despite multiple boluses having been administered. As a result, he ended up in the hospital, where he was told "that the product was not working." The customer was released from the hospital after "about a week"; he was reportedly "doing better." He is meeting with a csm "to review his pdm and set up a new one' at the doctor's office. The suspect pdm will be returned for evaluation.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of dust and debris within the bg meter port. Foreign material introduced into the meter port has the potential to cause issues with a test strip when inserted. This condition could directly affect the functionality of the meter, potentially resulting in erroneous bg readings. The presence of debris in the bg meter port is the result of user negligence in properly caring for the pdm and is no way reflective of any manufacturing or product related issue.